Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) fault code: 79 and 80, these don't appear and requires maintenance message was displayed on screen upon powering on. There was no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1 event site email) g3, g6, h2, h3, h6 (type of investigation, investigation findings, , investigation conclusions, health effect ¿ impact codes ), h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit as no engineer visit is agreed at this point in time.

Event description:
It was reported that, when the cardiosave intra-aortic balloon pump (iabp) was powered on by a member of staff, ¿requires maintenance¿ message was displayed on-screen upon powering on. There was no patient involvement.